Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2010. Pt underwent revision surgery on (B)(6), 2010 due to pain from incorrectly sized tibial component. The medial tibial overhang was noted and corrected with a smaller sized tibia. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report was filed (B)(4), 2010.